Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) pt suffered severe post operative pain, hematoma, epididymal orchitis, bilateral hydrocele (all responded to medical treatment), and chronic pain for more than 6 months. This is noted to be a paritex product.

Manufacturer narrative:
(B)(4).